Manufacturer narrative:
(B)(4). The customer stated that there was no patient involvement as the incident was noticed before use when the overpouch was opened. (B)(4). The device was returned for evaluation. Visual inspection revealed a cut in the tubing, approximately 3/4 of an inch in length, between the middle and bottom y site. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there is a crack in the tubing before the initial y luer lock of a clearlink continu-flo solution set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.